Event description:
It was reported that the internal paddles would not discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). It was reported that the internal paddles would not discharge. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.